Manufacturer narrative:
H6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection did not reveal any defects. Functional testing found no anomalies were observed with the cuff or the balloon. The device was leak tested. No leaks were detected. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that at the patients home the custom bivona pilot balloon was faulty. Patient trach was checked prior to insertion with air and cuff inflated. Once inserted in patient and inflated with water as per tts, it was noticed the pilot balloon was herniated and water was not getting to the balloon. Tube was removed. On inspection the pilot balloon was needing pressure to be applied to travel to the shaft balloon. No patient injury reported. .